Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, moisture damage and multiple error alarms on the insulin pump. Customer¿s blood glucose level was 183 mg/dl. Troubleshooting was performed. Customer advised rain water had affected the insulin pump and the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to moisture damage to motor and electronic component.